Event description:
A site reported to rxsight that a patient with light adjustable lens (lal, sn (B)(6), +20.0d) presented with a postoperative manifest refraction of -4.50 +5.25 x173 at first adjustment and eventually had the lal explanted due to patient dissatisfaction. The lal was explanted and replaced with a non-lal, toric intraocular lens. Rxsight's first awareness of this event was on november 3, 2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The explanted light adjustable lens (lal, sn (B)(6), +20.0d) was returned in multiple small fragments and found to be damaged as a result of the explant process. No additional information can be obtained from examination of the returned lal. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient with light adjustable lens (lal, sn (B)(6), +20.0d) presented with a postoperative manifest refraction of -4.50 +5.25 x173 at first adjustment and eventually had the lal explanted. The lal was explanted and replaced with a non-lal, toric intraocular lens.